Manufacturer narrative:
H10. MFR#s for this event. MFR# 1038671-2023-01283, report 1 of 4. MFR# 1038671-2024-02196, report 2 of 4. MFR#1038671-2024-02201, report 3 of 4. MFR# 1038671-2024-02205, report 4 of 4. H11. Additional manufacturer narrative- additional information added. No additional information available.

Manufacturer narrative:
H10. Related: MFR #1038671-2023-01283 report 1 of 4. Report 3 of 4. Report 4 of 4. H11. Additional manufacturer narrative- report 2 of 4. D10, concomitants: 5116478, 02-012-51-3009 - logic tib insert impl crc, sz 3, 9mm 4925481, 204-70-00 - tibial stem ext. Screw 4938160, 02-010-03-0230 - logic cr femoral cem, left, sz 3 5078922, 204-34-04 - fluted stem extension 40l x 14 mm 5105916, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. H3. The revision surgery was likely the result of prosthesis wear and insufficient bonds between the components and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. The DHR for this patella was reviewed, and all components were accepted with conformance to the device requirements. The overall risk was determined to be acceptable (level 1) based on post-market surveillance, clinical data analysis, oxidation analysis, and mitigations identified. Risk documents were reviewed, and the risk is captured. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then approximately 4 years, 8 months later was revised. Patient claims revision surgery for issues including but not limited to polyethylene wear, instability, and component loosening. There is no other patient demographic or medical history available. Revision op report postoperative diagnosis: painful and loose left total knee. ¿the femur, tibia and patella components were found to be completely loose.¿ the patient's bmi and body morphology made the revision case more difficult. There is incomplete information on the surgical procedure without patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.